Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by the pt's counsel that the pt underwent a left knee replacement in 2001. Post-op, the pt experience pain and swelling. The pt was revised in 2006, wherein a proximal tibial cyst was noted.